Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator change out procedure. Fluoroscopic imaging revealed that the ventricular lead had externalized conductors. All electrical measurements were within range. The physician elected to leave the lead implanted. The patient was noted to be in stable condition after the event.

Manufacturer narrative:
(B)(4).